Manufacturer narrative:
Correction to supplemental 001. This event involves a product problem and adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the cause of the power on reset message was unknown. The patient denies any knowledge of electromagnetic interference. The patient experienced pain due to not being able to adjust stimulation with the patient programmer. The specific power on reset code that was identified was 0x400. The power on reset was able to be successfully cleared using the clinician programmer and the issue was resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020 snow (B)(4) (con, rep):consumer regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the patient saw a power on reset message. The manufacturer representative plans to work with the patient to clear the power on reset message. The cause of the power on reset message is unknown. There were no patient symptoms or complications reported.